Event description:
It was reported that the user¿s ilet touchscreen was unresponsive, preventing the slide-to-unlock function despite restart attempts and removal of a screen protector, and a replacement was arranged; the device had no visible screen cracks and the user was advised that water resistance would no longer apply and to have backup therapy in place. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software-related problem associated with an unresponsive key/button behavior localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.